Event description:
Reportedly, the help desk received a call from a patient stating that the power light on his smart view hotspot remained orange and green and was unable to send data. In the following it was observed that only the status indicator light was amber, all other lights were off, and three lights of the signal strength indicator of the wireless adapter were red. After reconnection of the power supply only the lights of the wireless adaptor stopped lighting up. The home monitor was finally replaced by a new device.

Manufacturer narrative:
An information was received from the person who created the complaint, indicating that after the complaint creation, the product was functioning correctly and could still be used.

Event description:
Reportedly, the help desk received a call from a patient stating that the power light on his smart view hotspot remained orange and green and was unable to send data. In the following it was observed that only the status indicator light was amber, all other lights were off, and three lights of the signal strength indicator of the wireless adapter were red. After reconnection of the power supply only the lights of the wireless adaptor stopped lighting up. The home monitor was finally replaced by a new device.